Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other health care professional other devices involved in this event: heartware ventricular assist system ¿ controller 2.0: controller 2.0 / (B)(4) / model #: 1420 / expiration date: 2018-07-31, (B)(4). Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. Labeled for single use?: no. (B)(4). Heartware ventricular assist system ¿ battery: battery / (B)(4) / model #: 1650de / expiration date: 2015-02-28, UDI #: asku. Device available for evaluation?: no. Device evaluated by MFR?: no, device evaluation anticipated, but not yet begun. Mfg date: 2014-02-28. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two different controllers were disconnected which triggered alarms and a ventricular assist device (vad) stoppage. There was also a critical battery alarm that occurred prior to the disconnect alarms on the controllers. The controllers and battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the vad stop was due to the two batteries dying during transfer of the patient in the hospital for an unrelated issue. The nurse did not bring appropriate staff or backup batteries with them. There was no performance issue with the batteries or controllers. This was due to user error by the nurse.

Manufacturer narrative:
Other devices involved in this event: d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2017-02-28 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2016-02-28 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63318 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650 / expiration date: 2016-10-31 UDI #: (B)(4). D10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 2015-10-31 h5: no h6: patient code(s): c76143 h6: device code(s): c63030, c63318 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers and batteries were not returned for evaluation. Review of log file analysis revealed that both controllers contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files for controller con308737 revealed a vad stop alarm on controller on june 22, 2018 at 06:13:28, indicating the disconnection of driveline from controller followed by three (3) controller power up events at 06:22:39, 06:28:44 and 06:29:54. The controller was without power for 2 minutes 42 seconds, 14 seconds and 15 seconds respectively. However, there is no evidence that the loss of power was due to the depletion of the batteries as reported. The data point prior to the first loss of power revealed that bat316751 was connected to power port one (1) with 66% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after third loss of power revealed that bat316751 was connected to power port (1) and bat305472 was connected to power port two (2). Additionally, there was a critical battery alarm lo gged on controller con308737 on 06/20/2018 at 19:51:30, involving battery bat105398 with 8% of relative state of charge (rsoc). The data point prior to the critical battery alarm, at 19:44:48, revealed that the battery was at 23% relative state of charge (rsoc). Given that the capacity dropped to 8% rsoc may be indicative of an estimation error. Additionally, two controller power-up events with no motor start were logged on controller con308440 on june 22, 2018 at 04:38:44 and 05:19:46; followed by 2 vad disconnect alarms recorded at 04:38:52 and 05:19:53 due to the driveline not being connected to the controller. No data points were recorded. The recorded power ups and vad disconnect alarms are likely due to the user attempting to exchange the controller. As a result, the reported "loss of power", "vad stop alarm" and "critical battery alarm" were confirmed. The most likely root cause of the vad disconnect alarm can be attributed to the physical disconnection of driveline from controller. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or an intermittent connection on one or both power sources. The most likely root cause of the reported critical battery alarm event can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. Additional products: controller 2.0 / con308440 h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery / bat105398 h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 104 h6 FDA conclusion code(s):4307 battery / bat316751 h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery / bat305472 h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10 product event summary: two controllers and three batteries were not returned for evaluation. Log file analysis revealed that both controllers (B)(6) contain a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the log files for controller (B)(6) revealed a vad disconnect alarm was logged on (B)(6) 2018 at 06:13:28, indicating the disconnection of driveline from controller. The alarm was followed by three controller power-up events at 06:22:39, 06:28:44, and 06:29:54. The controller was without power for 2 minutes 42 seconds, 14 seconds, and 15 seconds; respectively. However, there is no evidence that the loss of power was due to the depletion of the batteries. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one with 66% relative state of charge (rsoc) and no power source was connected to power port two. The data point recorded after third loss of power revealed that (B)(6) was connected to power port one and no power source was connected to power port two (2). Additionally, a critical battery alarm was logged on controller (B)(6) on (B)(6) 2018 at 19:51:30 involving battery (B)(6) with 8% rsoc. The data point prior to the critical battery alarm, at 19:44:48, revealed that the battery had 23% rsoc. Given that the capacity dropped to 8% rsoc during the alarm may be indicative of an estimation error. Analysis of the log files for controller (B)(6) revealed two controller power-up events without motor start events were logged on (B)(6) 2018 at 04:38:44 and 05:19:46; respectively. Two vad disconnect alarms were recorded at 04:38:52 and 05:19:53 due to the driveline not being connected to the controller. No data points were recorded on (B)(6). The recorded power ups and vad disconnect alarms are likely due to the user attempting to exchange the controller. As a result, the reported "loss of power", "vad stop alarm" and "critical battery alarm" were confirmed. The most likely root cause of the reported critical battery alarm can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of driveline from the controller. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.